Event description:
Md unable to remove safety on tissue marker. This occurred outside of the breast - item had no contact with the patient. No injury to patient. New tissue marker used without difficulty. Please note that this is the second marker in a week that has had this problem.